Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead has fractured due to the patient which was fiddling the device. Further, the patient was constantly moving and manipulating the device and when the physician opened up the pocket the leads were in a huge jumbled mess. This ra lead was then explanted and replaced. No additional adverse patient effects were reported.